Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, clamp function testing, and integrity testing (connection between in-lab adapter and patient adapter of set) were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of the transfer set and the titanium adapter. This was observed prior to patient use. The titanium adapter was connected to a new transfer set with no further issues. There was no patient involvement. No additional information is available.